Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the subject device was powered on, error code e433 (internal hardware error) was displayed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The supplemental report is to correct the manufacturing site that was inadvertently selected on the initial MDR report. The correct manufacture site should be (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the power circuit board (pcb)/generator board could have led to the reported malfunction. Olympus will continue to monitor field performance for this device.